Manufacturer narrative:
Additional narrative: event year is reported as 2022, exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in portugal as follows: it was reported that a pediatric lcp hip plate guiding block for 5.0mm screws is damaged. The hole through which the guide wire passes is damaged, clogged. There was no surgical delay, no change in surgical method and no impact to the patient. This report is for one (1) pediatric lcp hip plate guiding block for 5.0mm screws this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming block f/scr ø5 f/lcp paed-hippl was deformed from the distal side of the wire insertion hole. Assembling issues are most likely due to this condition. A dimensional inspection for the aiming block f/scr ø5 f/lcp paed-hippl was unable to be performed due to post manufacturing damage. A functional test was unable to be performed since the mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming block f/scr ø5 f/lcp paed-hippl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, no issues. Dimensional inspection: n/a. Device history: part #: 03.108.002; lot #: 247p698; manufacturing site: jabil bettlach; release to warehouse date: 10, august 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.